Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the jagtome device was removed from the packaging and passed down duodenoscope. The jagtome was used successfully to perform a sphincterotomy. A non-bsc plastic stent was placed and had moved into proximal cbd and left hepatic duct. The jagtome was then obtained, in an attempt to reposition the plastic stent (note: this is not the intended use of the jagtome). The preloaded jagwire guidewire was used to cannulate the plastic stent. The operator then attempted to bow the jagtome within the plastic stent, in an attempt to pull the stent back down the duct (note: this is not the intended use of the jagtome), however, the jagtome would not bow. The jagtome was removed and found it was unable to bow. An olympus long wire tome was then used to remove the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; "blue paint at the tip peeled."

Manufacturer narrative:
Investigation results of blue paint at the tip peeled. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. A visual evaluation of the device found that the working length was severely twisted. Also, the wide blue paint band at the distal tip was chipped/peeling. A functional evaluation found that the device tip would not bow when the handle was activated due to the twisted working length, which hindered the bowing functionality. The cut wire was found to be correctly installed at the handle which indicates the bowing issue is due to procedural factors. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context.